Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model aq-2003v intraocular lens in the left eye. However, the dr stated that during lens insertion he noticed that the haptic went through the posterior capsule and tore it. The surgeon couldn't center the lens so the incision was enlarged. The lens was removed and a vitrectomy was performed. He implanted an anterior chamber lens in the sulcus. Preop visual acuity was 20/60 and intraocular pressure was 16 mm. Two-weeks postoperatively, visual acuity was 20/60. The surgeon said the pt's prognosis was good. He is to return for a routine follow-up exam.